Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pts' femoral artery. The iab was inserted through the sheath and into the pt. The intra-aortic balloon pump (iabp) was initiated and it was found that the iab membrane did not inflate. The iab was removed and found to have a kink at the "base of the iab." Another iab was prepped and inserted without incident. There was no reported pt death or injury. The delay in treatment was 10 minutes. The outcome of the pt is "went to unit." Additional info received from the sales rep on 9/21/2010 stated that "it was the same sheath and site. Prepped per instruction."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.